Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, inaccurate patient list following the server upgrade. Discharged patients continued to appear on the med station with active medication orders, while newly admitted patients were not displayed. Additionally, no patient data was visible on the es server website. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.